Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device was not returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a pericardial aortic valve was explanted after a duration of 16 years and 6 months for severe aortic stenosis and regurgitation, secondary to degeneration. The patient underwent two unsuccessful attempts of minimally invasive avrs and it was decided it was safer to convert to a sternotomy and perform avr with a conventional surgical valve. The valve was implanted and appeared to seat quite well. The patient was weaned off cpb with inotropic support. It was noted there was a trivial pvl. The patient had continued to have chest bleeding and multiple doses of cryo, platelets and ffp were administered. Coagulopathy was monitored and eventually the bleeding slowed down. Due to the bleeding and the long operation surgeon decided to leave the chest open, a ptfe patch was sewn into the skin incision. He transferred in critical condition under deep sedation, paralyzed with inotropic support to the cardiac recovery unit. Per sales, the patient was on cpb for 12 hours, and the surgeon stated there were no issues with the valves, it was the anatomy of the patient and friable tissue. On pod #1, the patient had new onset atrial fibrillation and was cardioverted. Patient was shocked and went into vt and finally went into nsr. On pod #2, the patient returned to the or for mediastinal washout and exploration, evacuation of right hemothorax, closure of chest sternotomy incision and placement of vac dressing. He transferred back to the cardiac recovery unit in critical condition. This was a training case for the surgeon.